Manufacturer narrative:
Section a4: patient weight: unknown/ asked but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between sep 14, 2023 and nov 9, 2023. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a multifocal intraocular lens (iol) was explanted from the patient's left eye since the patient was unhappy with their reading vision. Another johnson & johnson lens of different model and diopter (dfr00v, 20.5 d) was implanted as a replacement. No other surgical interventions required, and no patient injury reported. The patient has corneal edema but overall is happy with the results of improved visual acuity and better near vision. The explanted lens is not available for return as it was discarded. No further information was provided.